Event description:
During arthroscopy surgery of the left shoulder the patient suffered second degree burns under the neutral electrode plate. In retrospect this appears to be even third degree. The neutral electrode plate which is used was from erbe. The burns were located under each side of the split pad. During the procedure the vulcan alarmed twice, after which the plate was pressed again and alarm stopped. The electrode plate was mounted on the right thigh, therefore on the opposite side. The leg was not shaved before the plate was placed. The erbe plate could not be disconnected from the power cord. The power cord remained plugged into the vulcan and the plate is charged. Surface erbe electrode plate is 85cm2; minimum required surface according to instructions must be 130cm2.

Manufacturer narrative:
The device was marked as available for evaluation, although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: a visual inspection was performed and showed the probe has been used in the field. The device was connected to the generator and functioned as intended per specification. The patient burns were related to improper placement of the pad. Per the surgeon notes ¿the electrode plate was mounted on the right thigh, therefore on the opposite side. The leg was fair to very hairy and not shaved before the plate was placed¿. Per sne IFU it states in the warning section that ¿incorrect placement of the split ground pad may result in a burn injury to the patient¿. The IFU states to avoid placing on hairy, oily, or wet skin. It recommends that the split ground pad should be placed on ¿shave, clean and dry skin¿. No further investigation is required. (B)(4).